Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the titanium adapter while the patient was at home. The transfer set was in use for four months. There was no allegation against the titanium adapter, which is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.